Event description:
It was reported that during a procedure the tip of the unit broke. It was further reported that the broken tip might still be inside the patient. Further, the broken tip could not be found.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.